Event description:
It was reported to boston scientific corporation that a prolieve thermodilatation system, demo, was used during a benign prostatic hyperplasia (bph) procedure. Reportedly, approximately half way through the procedure, a console 'water pressure too high' error message came up. The complaint reporter adjusted the pump speed and was able to complete the case without complications. Note: the event, as reported, did not reflect an MDR-reportable scenario. However, evaluation of the returned console revealed an MDR-reportable malfunction of rf output failure. The MDR is based upon the evaluation results.

Manufacturer narrative:
(B)(4). The suspect device, a prolieve thermodilatation system, demo, was serviced on-site post procedure where a bsc field service engineer (fse) analyzed the pressure issue. The complaint event condition was confirmed by the fse. There was no pressure reading on the console and there was a cut line on the I/o printed circuit board (pcb). The fse replaced the I/o pcb and cable along with the muti-function pcb. The multi-function pcb was unable to be adjusted by the fse to specification and the console was returned to (B)(4). Detected the console had no radiofrequency (rf) output and 3 thermoelectric probes failed testing. The rf output failure was determined to be due to the incorrect voltage set on the multi-functional board. The thermoelectric probes were replaced for tolerance issues. The correct voltage was set on the multi-functional board which resolved the rf failure observed. The console passed all tests once all repairs and upgrades were performed.